Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) (ode). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the biopsy channel tested positive for enterococcus (11cfu/channel). The third party laboratory repeated the microbiological testing for the subject device. In the test, the instrument channel tested positive for mesophilic aerobic bacteria (1cfu/channel) and the air/water channel of the subject device was tested positive for same bacteria (4cfu/channel). The test result cleared the (B)(4) guideline.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) but was returned to (B)(4). (B)(4) is scheduling an additional microbiological test of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The facility returned the subject device to olympus (B)(4) since the subject device was loaner device of olympus. The other information on the event was not provided but there was no report of infection associated with this report.